Event description:
International affiliate reports that 5 days after explantation of the icp sensor, a CT scan revealed a piece (circa 1 mm) of the sensor deep in the pt's brain. It was decided that the separated portion of the sensor would remain in the pt. The sensor was discarded by the hosp.